Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that there was air in the tubing during the initial drain, while the home patient (hp) was connected. Nothing was found during troubleshooting that would have caused or contributed to the air. The technical service representative (tsr) advised the hp to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.